Event description:
The facility's biomed returned a pump for service and failure code 55:320 was found upon review of the event history. This failure code occurred during set-up of the device prior to being hooked up to a patient, per the facility's biomed. Information was requested regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, but no additional details were available. Alternate contact information was requested but no alternate contact was identified. No patient injury resulted and no medical intervention was needed per the facility's biomed.